Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a patient, underwent a idiopathic ventricular tachycardia (idvt) procedure with an ez steer therocool sf navigational catheter and suffered a cardiac tamponade and a st segment elevation which required a pericardiocentesis. During a pulmonary vein isolation (pvc) procedure in which radiofrequency was performed on the right and left sides, the patient developed st elevation during a radiofrequency cycle. The leads involved were not specified. The patient subsequently coded once and pacing maneuvers were initiated for post radiofrequency testing. It was noted that the patient had a large pericardial effusion. A pericardiocentesis was performed and approximately 1 liter of blood/fluid was removed. At the time of the injury, the generator was set to 50 watts. There is no information if there was extended hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.